Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is not known as the catalogue number was not provided.

Event description:
It was reported that the 3.5x33mm xience skypoint stent delivery system was noted to have the proximal shaft fractured inside the packaging. Another 3.5x33mm xience was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.